Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the main system stopcock was detached from the clear mounting plastic frame when the product was opened. It was noted that the system could not be set up properly.